Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that a system had no phaco and no vacuum during a procedure. The procedure was completed after exchanging the system. There was no harm to the patient.